Event description:
It was reported that within a week after implant, the right atrial (ra) lead had no capture at the highest outputs and phrenic nerve and diaphragmatic stimulation due to dislodgement as seen on an xray. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).